Event description:
It was reported that a female patient underwent primary breast reconstruction surgery with unknown size unknown gel implants. It was reported that devices were implanted as a result of breast cancer after double mastectomy. Patient developed melanoma after silicone breast implants (650cc) surgery at an unknown date. After 4 months, right side was removed in order to surgically remove melanoma. Implant was replaced with a smaller implant (450cc) at an unknown date.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right melanoma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right melanoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast reconstruction surgery with unknown size unknown gel implants. It was reported that devices were implanted as a result of breast cancer after double mastectomy. Patient developed melanoma after silicone breast implants (650cc) surgery at an unknown date. After 4 months, right side was removed in order to surgically remove melanoma. Implant was replaced with a smaller implant (450cc) at an unknown date.